Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to fluid loss from an undetermined location. During the procedure, the existing device was removed; however, there we no ne components implanted. There were no patient complications related to the event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically inspected, revealing that both cylinders had wear at a fold in the cylinder bodies; however, the sleeves were intact. The first cylinder had a hole close to the proximal body consistent with sharp instrument damage that likely occurred during explant. There were no damages identified in the inner tubing. The second cylinder did not present any holes. Both cylinders passed the pressure tests performed. The pump was visually and microscopically examined, revealing one of the kink resistant tubing (krt) sections was worn down to the filament but no leaks were found. Functional testing was performed, the pump passed within specification. Visual and microscopical inspection of the reservoir identified leaks in the krt result of sharp instrument damage that likely occurred during explant. Based on the information available and analysis results, the reported clinical observation of mechanical problems and fluid loss could not be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to fluid loss from an undetermined location. During the procedure, the existing device was removed; however, there we no ne components implanted. There were no patient complications related to the event.